Manufacturer narrative:
The technician found the cause of this alleged issue was the membrane interface board in the footboard. The technician stated that due to the knee running unintentionally the slide switch and drive nut was damaged on the knee drive. The technician replaced the membrane interface board, slide switch and lift nut to resolve the issue.

Event description:
The technician alleged that the knee would run unintentionally as soon as he plugged the bed in. No pt impact.